Manufacturer narrative:
This report was initially submitted on 11/18/2016 as manufacturer report number 1523530-2016-00003 which was in error as the number duplicated the existing report, 1523530-2016-00003, submitted on 10/3/2016 for an unrelated event. This report was then replaced with a follow-up report on 1525330-2016-00001 submitted 11/18/2016. This follow-up report is being submitted to add this clarification per a request from the FDA medwatch program.

Event description:
The doctor at precision dermatology and skin surgery reported the 630 midmark universal procedure table moved with patient on the table during a procedure. No injury was reported.

Event description:
The doctor at (B)(6) reported the 630 midmark universal procedure table moved with patient on the table during a procedure. No injury was reported.